Manufacturer narrative:
Eval results: release linkage.

Event description:
It was reported by service report that the head end of stretcher drifts down slowly. No pt involvement or adverse consequences are reported.